Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning, the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle with detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was conducted according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, they did not realize that the waterproof cap was not on, which caused the evis lucera gastrointestinal videoscope connector to get a little wet. The customer requested the device to be checked just to be sure. The device was returned for evaluation. During the device evaluation, a foreign material was found inside the nozzle tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and found that the nozzle has foreign objects, due to insufficient cleaning. Additionally, these non-reportable findings were as follows: the electrical connector had discoloration due to water leakage; the electrical connector had corrosion due to water leakage; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; the adhesive on the bending section cover had a chip; a crack and a white-clouded area. The color ring had a crack. The adhesive around objective lens, the adhesive around light guide lens, the connecting tube all had the coating peeling. The plastic distal end cover had a dent. The protector of universal cord on suction connector, the connecting tube, theswtich1, all had a scratch. The grip, the control unit, both was shaved. The universal cord, and the connecting tube, both had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.